Event description:
Patient with a central line in place to the right subclavian. The doctor prepared to change the line over the wire for a mac introducer access for continuous cardiac output (cco). The doctor noted on attempt to remove the existing central line, after wire insertion, that the wire had pierced the catheter and advanced outside of catheter lumen. The doctor reported no unexpected event nor complication with the wire insertion, but upon noting defective lumen and wire outside, the central line and wire were removed intact to prevent further injury risk to the patient.